Event description:
It was reported that there were black specs found inside of the simplex cement. Used a different batch.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding foreign matter found in the outer powder pouch involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the foreign matter, or photographs of same , were not provided medical records received and evaluation: not performed as the product was not implanted. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events reported for this lot. Conclusions: the reported event cannot be confirmed as the reported debris or a photograph of it were not provided. An internal investigation was performed in the simplex manufacturing area. The investigation concluded: the constraint of not having a photograph or the sample returned inhibited detailed analysis to be conducted. Finished goods lot rju166 has been distributed from stryker. Of the 2420 units pouches/liquid vials only one defect has been reported with this issue associated with lot rju166. Hence, it can be concluded that the event is not a systemic issue and is isolated to the complaint reported. It can be deduced from the investigation above that the current process control are sufficient to assure that the simplex products are free from foreign matter type of black specs reported in this complaint.

Event description:
It was reported that there were black specs found inside of the simplex cement. Used a different batch.